Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed inflammation of the skin under the device. The patient was provided with cortisone based ointment by physician. Follow up indicated that the rash is gone.